Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's trial implant procedure was abandoned on (B)(6) 2019, due to the physician was only able to access the epidural space. There were no devices implanted due to scar tissue.

Manufacturer narrative:
No date should be to no device being implanted.